Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient slipped on mayfield infinity xr2 skull clamp (a2114) and patient injury resulted. The nature of the injury is unknown. No surgical delay has been reported.

Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - upon investigation, complaint is not confirmed with respect to the complaint issue of "patient slipped." Unrelated to the reported slippage, the unit needed replacement pawls due to wear from continued use. The set screw on the index knob was also replaced due to wear. All worn components were replaced with new internal parts, and all repairs performed to any defects noted in the unit could not duplicate slippage. General cleaning and maintenance performed. Root cause - root cause of wear is likely continued use, and the need for preventative maintenance. The complaint of "slippage" could not be duplicated after notable repairs were performed. No injuries were reported, so the unit has not been sent to quality engineering for inspection. No further investigation is required at this time. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.